Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. The device exhibited non-sustained right ventricular oversensing due to post-paced t-wave oversensing. Device reprogramming was recommended and will be made when patient presents to the clinic.

Manufacturer narrative:
Correctional follow up to change the patient initials to (B)(6) from (B)(6), which was reported earlier.